Event description:
The customer reported an elevated troponin I (accutni) result, below the acute myocardial infarction (ami) cutoff, for one pt, involving access 2 immunoassay system. Subsequent testing produced a result within the normal reference interval. The elevated result was released out of the laboratory. An amended report was issued to the hospital. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2007. The fse performed lumwash son inc., which failed. The fse re-adjusted the wash tower height and replaced wash pump belt. The fse successfully repeated lumwash son inc. The fse verified system performance per established procedures. The unit conformed to the manufacturer's performance specifications. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events.